Event description:
A customer contacted beckman coulter inc. (Bec) reporting suppressed cc (cartridge chemistry) results on one patient generated by the unicel dxc 600 pro synchron clinical system. The customer primed and recalibrated and the sample repeated with good results. The customer did not provide any results. There was no affect to patient with regard to this event. This report is 2 of 2 reports being submitted for this event.

Manufacturer narrative:
Qc for alb was within established ranges. Qc data for bun and cr-s was not available. A field service engineer (fse) went on-site on (B)(4) 2011 (a day after the event) and replaced a valve (a/b valve) and realigned the cc (cartridge chemistry) sample probe. This report documents the event on (B)(6) 2011. MDR #2050012-2011-05824 has been submitted to document the results generated on (B)(6) 2011 by this instrument on one patient for bun, cr-s and alb at the customer's laboratory.